Event description:
Same case as 6000093-2007-00585 and 6000093-2007-00586. It was reported that 5 days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The initial procedure occurred in 2007. The physician placed 3 taxus express2 drug eluting stents to the 90% stenosed lesion located in the noncalcified, nontortuous, mid left anterior descending (lad) artery. Balloon angioplasty was performed using a 3.0x15mm maverick balloon with 4 inflations and a maximum inflation pressure of 11 atms. A 2.75x32mm stent was then deployed for 53 seconds at 18 atms. A 2.75x16mm stent was then deployed for 35 seconds at 18 atms and a 2.75x12mm stent was deployed for 31 seconds at 18 atms. Several post dilatations were done with a 3.0x15mm quantum maverick balloon with a maximum inflation pressure of 22 atms. No pt complications or injuries were reported. Medications used during this procedure include; diprovan, amiodarone, versed, heparin, reopro, nitroglycerin and lasix. Five days post procedure, the pt complained of chest pain and angiography confirmed a 100% occluded mid lad due to thrombosis. Balloon angioplasty was performed using a 2.5x15mm maverick balloon with 4 inflations and a maximum inflation pressure of 15 atms. A quantum maverick 2.75x15mm balloon was then used with 5 inflations and a maximum inflation pressure of 20 atms. A non bsc bare metal stent was then placed successfully and post dilated with a quantum maverick 3.0x15mm balloon. No complications occurred during this procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.